Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the gasket of the external pulse generator (epg) was sticking out of the case. It was also noted that there was possible liquid infiltration. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that the gasket was sticking out of the case of the external pulse generator (epg); the main seal was pinched and outside of the case halves. It was also noted that the hanger was broken, both output connectors were broken, the keypad window was scratched, two plugs were damaged, four case screws were contaminated, and both wires on the liquid crystal display (lcd) were pinched with the wires exposed. Furthermore, the epg failed the atrial pace pulse noise test; the main printed circuit board (pcb) tested out-pf-specification in an electrical manner. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.